Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1854 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a perforation when removed and patient complained of leaking. No other information was provided.

Event description:
It was reported that the PICC had a perforation when removed and patient complained of leaking. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the condition of the returned sample. The product returned for evaluation was one photograph which depicted a portion of powerpicc catheter. The visible region included the molded suture wings and a portion of catheter shaft. Marks were visible in the photograph indicating the 10cm depth marking and approximately the 7cm depth marking. Catheter damage was not obvious in the image. The quality of the provided photograph was insufficient to verify the reported catheter leakage. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recw1854 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a perforation when removed and patient complained of leaking.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Two partially circumferential splits were observed between the 5cm and 7cm depth markings. The splits occurred on opposite sides of the catheter tubing. Several permanent kink impressions were observed in the vicinity of the splits. The depth markings near the splits were completely worn. Microscopic inspection of the splits revealed worn, inward curving edges. The fracture edges exhibited a dull granular texture. Material abrasion and buckling were observed in the vicinities of the splits. The fracture features, material buckling, wear and abundant kink impressions were consistent with material failure due to fatigue, caused by repetitive kinking of the catheter tubing. The location of the damage suggested that catheter securement, access and maintenance techniques likely contributed.